Event description:
It was reported that during a remote follow up, oversensing was noted on the device. Provocative testing was performed and no anomalies were observed. Abbott technical support was contacted, the session records were reviewed, and right ventricular loss of capture and high pacing impedance were also noted. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicating the physician does not suspect the event was related to the device. There is no allegation of malfunction on the device. The physician suspected dislodgement of the right ventricular (rv) lead. Rv lead manufacturer is unknown.